Event description:
It was reported that a patient disconnected and then reconnected a solution bag during peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the event. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected and then reconnected a solution bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.